Manufacturer narrative:
This is a supplemental report to provide additional information. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to cable break. There was no trace of water leak or no sign indicating handling issue. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that no image was displayed. The subject device was repaired on june 1st 2021 because no image was displayed due to faulty cable. The manufacturing record was reviewed and found no irregularities. Omsc presumed that an image was not displayed because the cable became defective after the previous repair. The cause of defective cable could not be identified. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to cable break. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the image blacked out and no image was displayed. The subject device was used in combination with otv-s400. The intended laparoscopic surgery was completed with another device. There was no report of patient injury associated with the event.